Event description:
It was reported that during a remote follow up, noise was noted on the right atrial (ra) lead. Abbott technical support was contacted and device records were reviewed, however, no indication of noise was noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.